Manufacturer narrative:
It was reported that the device is unavailable for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. User facility medwatch report# (B)(4).

Event description:
User facility medwatch report received that states "patient with history of coronary artery disease (cad), hypertension (htn), chronic kidney disease (ckd) stage iii and morbid obesity was admitted to invasive heart lab (cardiac catheterization lab) for a percutaneous transluminal coronary angioplasty (ptca) with percutaneous coronary intervention (pci) with access through the right femoral artery. It was attempted to place a percutaneous closure device in anticipation of a 14 french sheath. The perclose proglide 6f suture-medicated closure system lodged and separated. The entire perclose proglide 6f device was removed and procedure aborted. Multiple x-ray views were obtained. Medications were given, sheaths were removed in the catheterization lab by doctor that performed the intervention. Vascular consult determined excellent hemostasis in the right groin and excellent flow beyond arteriotomy- additional measures/surgery were not indicated. Prolonged stay in the hospital until procedure could be performed was recommended."

Event description:
Subsequent to the initially filed report, the following information was received:it was reported that suture placement was attempted using the pre-close technique via a 6f sheath hole. Large amounts of plaque/calcification was noted at the access site. Reportedly, the proglide device was advanced without resistance. During removal, the foot did not fully flatten out and the device could not be pulled out from the femoral artery. Attempted to readjust the feet but was unsuccessful. There was a large amount of plaque at the footplate. The device separated at the distal sheath and proximal guide. A dissection was diagnosed due to the purple discoloration and the hue of the artery in the iliac artery. The dissection within the artery continued proximally up to the takeoff of the external iliac artery from the common iliac artery. There was also an injury to the femoral vein. The vessel was incised and the puncture site enlarged to remove the stuck device. The femoral artery and vein were repaired during the cutdown. The procedure was aborted. Hemostasis was achieved via surgical suturing. A clinically significant delay in the procedure was reported. The patient stayed overnight and the procedure was re-done the next day. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported guide separation was confirmed. The reported difficulty retracting the foot and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported guide detachment, difficulty retracting the foot and device entrapment appear to be related to high angle of insertion or torsional manipulation applied during device placement. The patient effects of dissection and tissue injury are listed in the electronic perclose proglide instructions for use (eifu) as potential adverse events of use of the device. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3: the device was initially reported as unavailable; however, it was returned for analysis. H6: health effect - clinical code 4582 was removed.